Event description:
The customer reported via phone call that they had a motor error alarm during a rewind. Customer stated the alarm has occurred several times in the past. The customer's blood glucose was normal and did not require medical treatment. Customer declined to return the insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.